Event description:
It was reported that the patient had received a shock for ventricular fibrillation. Two days later, the right ventricular lead was noted to have oversensing as there were a number of short interval counts (sic). It was further reported that the r-wave sensing measurements had significantly decreased and there was a decrease in impedance. A lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), ventricular sic was equal to 152 counts, in 1.77 days, between (B)(6)-2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.